Event description:
It was reported the patient's blood glucose level (bg) rose to 300 mg/dl while wearing the pod between 37 and 48 hours. It was also reported that the cannula was "shorter" than usual.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received fully deployed with pod data indicating 1007 pulses were delivered including multiple boluses. The needle mechanism was manually reset to the not deployed state, and then the needle mechanism was manually deployed. No damages or defects were observed that would contribute to a needle mechanism failure.